Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received additional information that the 840 ventilator continued to operate but the patient's carbon dioxide (co2) level was high. As a result, the patient was switched to another ventilator. The referenced "no alarm" in the initial emdr referred to no alarm from the ventilator indicating the patient's co2 level. The patient's condition was reported as stable.

Event description:
Covidien received information stating that while in use on a patient, an 840 ventilator failed with no alarms. The patient was not harmed or injured as a result of the event.